Event description:
A customer observed repeatable false negative hbsag results on a patient sample. Positive results was obtained using alternative methods. No patient results were reported. False negative hbsag results could present a risk to public heatlh. There was no report of patient of patient harm as a result of this event.